Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a safety disk error. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) had a safety disk error. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the safety disk. The fse completed preventative maintenance with full calibration, functional testing and safety check to factory specifications. The unit was returned to the customer and cleared for customer use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).